Event description:
It was reported to philips that the device was not charging the installed battery due to a faulty ac module (api1ad41-000 g 1146 c 062162). It was verified by the customer that when the battery was installed in a cadex charger, the battery would charge without issue. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.